Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was no arterial waveform. The intra-aortic balloon pump (iabp) had a "transducer/no cable" message. The staff removed and reinserted the fiber optic cable, but there was still no arterial waveform. The inner lumen of the iab was capped, so they did not have an immediate alternative source for the arterial line. It was explained that the fiberoptic cable was likely broken somewhere and wasn¿t communicating with the pump. The customer was advised to either replace the iab with a new one or have a provider insert a radial line as an alternative source for a pressure waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6) interim director of cardiac services. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).